Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading was 290 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Found no delivery and motor error alarms in the history. The customer stated that the insulin pump was exposed to a medical procedure that she had in may. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.